Manufacturer narrative:
Date of event: unknown. The lot number provided could not be verified; therefore, further investigation cannot be performed. It is unknown if device has been explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Tecomet manufactured the ti matrixneuro contour mesh, p/n 04.503.122, and lot 7050638. The supplier¿s certificate of conformance (dated (B)(6) 2012) indicates that the parts were made to revision ¿a¿ and met the required specifications. The parts were inspected and conformed to synthes incoming final inspection sheet. No nonconformance reports were generated for this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the surgeon did cranioplasty on (B)(6) 2013 due to the left cranial collapse. A plate was implanted and no abnormalities found at that time. In (B)(6) 2013, the patient went to hospital for re-examination and the computerized topography chart indicated the plate had minor crack, but no additional treatment was done. In (B)(6) 2014, the patient was admitted into hospital again due to facial pain. The computerized topography showed the plated was broken into several pieces. The surgeon suggested removing the plates; however, it is unknown if that has happened yet. This is report 1 of 1 for (B)(4).